Event description:
It was reported that the patient presented to the emergency room (ER) with muscle stimulation being caused by a dislodgement of the right atrial (ra) lead. The lead was unable to sense and when it paced, a "twitch" occurred on the patient's side. The ra lead was programmed off, then explanted and replaced. It was also reported that when the physician was reviewing the chest x-ray, the right ventricular (rv) lead did not appear to have enough slack. The rv lead dislodged as the physician was creating more slack, so it was repositioned and remains in use. Finally, both leads appeared to be wrapped around the device and twiddler's syndrome was a possible cause. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).